Event description:
It was reported that post a percutaneous coronary intervention, a stent fracture occurred. The target lesion was located in the severely tortuous proximal right coronary artery. The 3.50x28mm taxus element stent was successfully implanted with post-dilation performed with the stent delivery system balloon. Ivus confirmed proper stent deployment. During a later unknown date the patient returned and follow up coronary angiography was performed which noted a fracture in the middle of the implanted taxus element stent. It was noted that intima had grown at the fracture location with 50-75% stenosis. No additional intervention was performed. No further patient complications were reported and the patient's status is good.

Event description:
It was further reported that the stent damage was found during followup angiography 1 month post procedure. No additional treatments, interventions, or changes in the patient condition have be noted since the followup angiography. No patient injury was noted post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).